Manufacturer narrative:
Submit date: 2017-08-16. An evaluation of the kangaroo pump was performed for the reported condition of failed the audio test. The unit was triaged and the customer¿s reported condition was confirmed. A trend has been identified and a CAPA has been opened to address this issue. A device history record review was performed. Product was manufactured in 2017. A review of the device history record shows this device was released meeting all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device failed the audio test. The device was not in use on patient.

Event description:
According to the reporter, the device failed the audio test. The device was not in use on patient.

Manufacturer narrative:
Submit date: 14-jun-2017.

Event description:
According to the reporter, the device failed the audio test. The device was not in use on patient.